Event description:
Consumer complaint of blood result reading of "hi". Customer feels well and does not require any medical attention. Customer's expected results are 89 mg/dl - 120 mg/dl. Verified the strips expire 10/31/2017 and were first opened about a month ago. Customer confirms proper storage of strips. Customer performed back to back blood test 165 mg/dl and 169 mg/dl - fasting. Reviewed meter memory: 153 (B)(6) 2015 12:46:00 am - fasting, 153 (B)(6) 2015 12:07:00 pm - fasting, 111 (B)(6) 2015 08:11:00 am - fasting, 155 (B)(6) 2015 02:41:00 am - fasting, hi (B)(6) 2015 01:26:00 am - not fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had a high glucose value.